Manufacturer narrative:
It has been identified that the submitter of this report, djo llc, is a distributor of the product and not the manufacturer. As such, this report his hereby redacted.

Event description:
It was reported that a bottle of fast-freeze spray was damaged and wet; the bottle was leaking. The person who handled the bottle had to go to an emergency room because he rubbed his eyes with the spray ingredients after opening the package. The end user is experiencing pain and doctors have reportedly stated that the event led to burning of his eye nerves. The end user reports that he has to see a doctor every three weeks and takes three different eye drops four times a day. The end user states he still has serious eye problems and he has not found anything to give him relief. The product was requested for return but it is unavailable because it has been disposed. Lot number and photos were also requested but are unavailable.